Event description:
It was reported that patient did not want to troubleshoot issues with pump and that pump body and screen had scratches and damage. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event and no action was taken by technical support at this time.